Event description:
It was reported that during filter placement procedure, filter was allegedly unable to be pushed out of the filter storage tube to the introducer sheath. The procedure was completed using another filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows one detached pusher wire and the filter within the storage tube. The filter legs were slightly extending out of the filter storage tube. Skiving was noted to the storage tube. Therefore, the investigation is confirmed for the alleged advancement failure and identified pusher wire detachment. A definitive root cause for the alleged advancement failure and identified detachment of pusher wire could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified in d2 and g5. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified. (Expiry date: 05/2023).

Event description:
It was reported that during filter placement procedure, filter was allegedly unable to be pushed out of the filter storage tube to the introducer sheath. The procedure was completed using another filter. There was no reported patient injury.